Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
Zoll was notified on (B)(6) 2017 that a patient had passed away on (B)(6) 2017. Prior to passing, the patient experienced an appropriate treatment event consisting of two shocks. It was reported that the patient was at home and was unconscious at the time of the treatment event. It was reported that the patient's wife was present, called ems, and reportedly performed CPR before the arrival of paramedics. On (B)(6) 2017 the lifevest detected two arrhythmias at 22:42:54 and at 23:05:13, respectively. The patient's rhythm during the first arrhythmia was vt at 250 bpm. A treatment shock was delivered at 22:43:19. The post-shock rhythm was sinus rhythm at 70 bpm (a life-sustaining rhythm) with motion artifact. Following the treatment shock, the response buttons were pressed. It is unknown who pressed the response buttons. The patient's rhythm during the second arrhythmia was vt at 230 bpm. The response buttons were pressed 46 seconds after the arrhythmia detection. The lifevest requires approximately 60 seconds of sustained vt above the programmed threshold in order to deliver a treatment shock. The response buttons were intermittently pressed for 208 seconds, delaying the treatment shock by approximately two minutes. It is unknown who pressed the response buttons. The second treatment shock was then delivered at 23:08:52. The rhythm at the time of the treatment was vf. The post-shock rhythm was bradycardia at 50 bpm (a life-sustaining rhythm). Following the second treatment, the patient's last visible rhythm was a sinus rhythm at 80 bpm. The patient's ECG revealed only motion artifact when the device was shutdown at 00:50:25 on (B)(6) 2017. Further monitoring of the patient's rhythm was not possible due to device deactivation. The patient reportedly passed away at 08:20:00 on (B)(6) 2017.